Event description:
It was reported that a patient underwent a repeat c-section on an unknown date and a topical skin adhesive was used. Post-op, the patient developed a skin reaction after 7 days of the procedure. The reaction was described as dermatitis, red, and inflamed and covered the area around the incision. The patient went to the ER and was given prescription strength steroids. The patient has recovered normally. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Repeat cesarean section. What is the procedure date? Exact date unknown, roughly 3 weeks ago, per surgeon. What date did the reaction occur on? Reaction developed on 1-2 weeks after surgery, per surgeon. What does the reaction look like and how large of an area does the reaction cover? Looks like contact dermatitis, red, inflamed. Covers area around incision. Do you have any pictures of the reaction? No pictures included. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ER visit, steroids prescribed. If medication was required, please clarify if it was prescription strength. Yes, prescription strength. Can you identify the lot number of the product that was used? No lot # information. What is the most current patient status? Patient has recovered normally. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown if dermabond was used on first c section per surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1 additional information was requested, and the following was obtained: please describe how the adhesive was applied. Product applied per IFU. How was the wound cleaned and dried prior to dermabond application? Cleaned with wet lap then dried with dry lap what prep was used prior to, during or after adhesive use? Chloraprep name of surgeon? Dr vemireddy is surgeon what is the physician¿s opinion as to the etiology of or contributing factors to this event? Physician unsure of root cause is product available to return for analysis? Product not available for return the following information was requested but unavailable: was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?.